Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited noise, high pacing impedance measurements greater than 2000 ohms, and shock impedance measurments greater than 125 ohms. A technical service (ts) consultant was contacted regarding this issue and indicated that the lv lead is programmed tip to rv; therefore, the lead is electrically tied to the rv lead. The device was programmed to monitor only until a lead revision procedure can be performed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. The lead was surgically abandoned. There were no adverse patient effects reported.